Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump's alarm sound was not annunciating. The customer experienced a low blood glucose (bg) level displayed as "low"; although specific value was not provided. Customer consumed carbohydrates to address bg. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy.